Event description:
As reported on 08/01/2018: the following was reported to davol: the patient underwent implant of a davol composix kugel hernia patch and is reported to have become very ill. As alleged the patient has experienced breathing difficulty and has had a heart attack. Additional information requested has not been provided at this time. Addendum: per medical records: ni/ni/ni: the patient underwent a colectomy in israel. Ni/ni/ni: the patient underwent the repair of an incisional hernia, which occurred following the colectomy. (B)(6) 2009: the patient underwent the repair of a recurrent ventral incisional hernia and was implanted with a composix kugel patch. The hernia was measured at 17 x 20cm with adhesions to the omentum. Per contact: following implant it is alleged that the patient has experienced the following: disability, difficult walking, diarrhea (resolved with antibiotics), bleeding, pain, infection, uti's, incontinence, bowel obstruction, abdominal and naval pain, chronic groin and body pain, joint pain and swelling, chronic fatigue and depression, dizziness, shortness of breath, medication allergies, problems bending, unable to carry weights, leg and body cramps, cold feet, copd, daily flu like symptoms, heart palpitations, fistulas, smelly discharge from incision site, cyst, gallbladder stone and has developed a hiatal hernia contact alleges the surgeon will not remove the mesh as there has been a moderate amount of tissue growth with the mesh.

Manufacturer narrative:
This is an addendum to the initial emdr to document patient medical records and additional communication from the contact. Based on the information provided this is a patient with a complicated medical history. Medical records provided consisted of the implant operative report and patient history. The information also included a list of medical conditions alleged by the contact to be related to the mesh implant. At this time there have been no medical records provided post implant. No conclusion can be made at this time regarding a mesh related connection to the patient's alleged medical conditions and overall health. The contact alleged that the implanted device was a recalled device, however, based on the date of implant, it would not appear as though the implanted device was part of the composix kugel product recall. The information provided did not include a lot number, without this information a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted.

Manufacturer narrative:
Based on the limited information provided to date, we are unable to determine to what extent, if any the implanted device may have caused or contributed to the events as alleged. As reported the patient has experienced breathing difficulty and has had a heart attack since the implant of the mesh. It is unlikely that these events are related to the implant. The patient's husband has agreed to provided medical records for review, however at this time no medical records have been provided. As such, no conclusion can be made. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: the patient underwent implant of a davol composix kugel hernia patch and is reported to have become very ill. As alleged the patient has experienced breathing difficulty and has had a heart attack. Additional information requested has not been provided at this time.